Event description:
A caregiver reported that the customer obtained a "scan again in 10 minutes" message after a few days of wearing the freestyle libre sensor. As a result, customer was unable to monitor glucose via sensor scan and experienced a loss of consciousness. A blood glucose result of 2 mmol/l was obtained on an unspecified meter and customer was treated with glucagon by caregiver. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.